Manufacturer narrative:
(B)(4). Implant date: approximately 20 years ago. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Radiographs identified the following: in both ap projections, the femoral head component projects over the superior margin of the acetabular cup. This is consistent with the reported penetration of the femoral head through the liner and cup. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple mdrs were submitted for this event. Please see reports: 0001825034 - 2019 - 02945, 0001825034 - 2019 - 02946. Concomitant medical products: item number: 240052107, lot number: 032338, item name: integrity osteocap shell 52mm; item number: 285254110, lot number: 156730, item name: integrity liner 52-54od 10 deg; item number: 242810106, lot number: 030090, item name: 28mm +10 ceramion femoral head. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised to address left hip acetabular liner and cup implant fracture. The femoral head wore through both the acetabular liner and cup and migrated into the patient's pelvis causing bone damage. The patient was implanted circa 20 years ago. No further information has been provided at the time of this reporting.